Manufacturer narrative:
Functional evaluation of sample implant and complaint return holder confirms issue with holder retention of superior component. Evaluation of returned holder with additional sample 6mm implant was able to securely locate both upper and lower implant components on holder without issue.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event.

Event description:
It was reported that the patient underwent surgery for anterior cervical discectomy and implant of artificial cervical disc. During surgery, the implant holder would not hold the implant. A second implant was used to complete the procedure. After surgery, it was discovered that the inserter had a chip. There were no patient complications.